Event description:
It was reported that continuous glucose monitor displayed error message while g7 sensor was in use. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided full pump reset instructions, and caller planned to reset pump when ready and to contact support again if problem continued.